Event description:
The customer reported that during the first cataract procedure of the day, they experienced difficulty getting enough power to the handpiece during phacoemulsification. The pt had a very dense cataract, so they increased the power to 100%. After a moment or two, there was a sudden burst of metal particles that emerged from the tip into the pt's eye. The doctor attempted to remove the particles. However, there was a posterior capsule tear, with a subsequent anterior vitrectomy. The doctor later stated that the particles were a shiny metallic silver color, approx. 0.1 mm in diameter. They could not be seen with the naked eye. The doctor also mentioned that the loose tip vibrating against the handpiece threads may have caused the metal fragments. During the day one postoperative exam, the doctor visualized one particle at the 3 o'clock position on the pt's iris. The eye is doing well.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. Since the doctor did not record the serial number of the handpiece that was used, all four handpieces were also checked, and met specifications. The complaint history was reviewed and there were no other similar complaint service calls reported for this system. The device history record was reviewed and there were no related manufacturing issues during assembly/testing. The root cause of the event could not be determined. The customer did not return the handpieces for further evaluation. The customer did not save the tips, cassettes, or any particles retrieved from the eye.